Event description:
Customer reported that while processing an antibody screening microwell plate on summit, it was reported that no sample was pipetted into rows a2 through h2 of the microwell plate, and no error was generated. No death or serious injury was associated with this incident.